Manufacturer narrative:
The technician found the CPR dampener is not releasing pressure and preventing the head section from going down. He replaced the CPR dampener to repair the bed.

Event description:
The account alleged the head of the bed will not lower flat even when CPR is pulled.